Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: b3, d10 concomitant, h6 clinical code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, patient received primary depuy right total knee arthroplasty to address degenerative arthritis. Intraoperatively, it was found that the patient had severe medial arthritic disease, and a bipartite patella (which was resected with no issues/consequences). Records document the patient had a right total hip replacement, but the manufacturer, details, and date of operation were not provided. On (B)(6) 2023, patient received a right knee arthroscopy for treatment lysis of adhesions; and an open surgical excision of bone lesion right medial knee, and an examination and manipulation of the knee under anesthesia. On (B)(6) 2025, it appears that the patient received a revision of the right total knee to address tibial tray implant loosening at the cement to implant interface. Intraoperatively, the surgeon identified extensive synovitis, treated with synovectomy. Patella was well-fixed and positioned, no significant wear, and was retained. There was some bone loss around the periphery of the femur, especially anterior--the femur implant was well-fixed but revised. The tibial tray was found to be subsided, and it was loose at the cement to implant interface--there was no cement bonding between the implant and the cement mantle. There was a large anterolateral osteolysis lesion in the tibial bone. Relaced tibia and femur with stem/sleeve revision components. There were no reported complications. On (B)(6) 2026, patient complained knee was sore and stiff--a discussion was had with the physician about lysis of adhesions. The patient was about 6 weeks post-op for the right total hip replacement (manufacturer unidentified), with a simultaneous manipulation of the right knee to address stiffness as well.